Event description:
It was reported that following implant of the right ventricular (rv) lead, a cardiac perforation was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.